Event description:
It was reported that the surgeon was doing sleeve gastrectomy on 11th of may. He used black reloads for the first few firings and then chose to use a green reload with buttressing on the last firing near the angle. He found the stapler sound was different from what he is used to with echelon flex plus powered stapler. After completing firing, he saw few malformed staples on the sleeve side no adverse event or leaks have been reported by the surgeon

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.